Event description:
Additional information was received from the patient indicating that they had a loss of stimulation. Impedances were found to be greater than 10,000 ohms on all electrodes. The patient was being referred to their doctor for a lead revision and implantable neurostimulator (ins) replacement since it was close to end of service (eos). It was noted that no surgical intervention had occurred but was planned. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was an impedance reading of greater than 10 ,000 ohms. It was noted that the patient was not getting stimulation coverage at all. The patient got stuck in the snow and had to shovel sometime in the past few days which is when he noticed. When the patient would bend, he would get some stimulation in his legs and some in his back. The patient¿s back was the target for stimulation. It was noted that the impedances were coming out inconsistently high. With 0 as reference, 4, 5, 6, and 7 were all greater than 10,000 ohms. With 4 as reference, 0, 1, 2, and 3 were all greater than 10,000 ohms. The reporter stated that it seemed to be whichever side of the paddle was selected, a reference of all of the pairs with the opposite of the paddle would appear out of range. When trying to use stimulation with pairs that appeared to be functional, the patient would get no stimulation or some stimulation and then a jolting sensation so the reporter would turn it off. There was a meeting with the health care professional on the day of the report and the patient was being referred to the surgeon for a potential revision. It was noted that the patient may not have the lead replaced and that the plan of action going forward had not been determined. It was further reported that it could not be confirmed if the lead issue was due to the shoveling or not. Impedance checks were performed with multiple high impedances of greater than 10,000. The patient was either not feeling stimulation or would receive a jolting sensation. No x-rays were performed and the patient was instructed to leave the stimulation off at that point. It was unknown if there would be a future repair of the lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# j0401872v, implanted: (B)(6) 2004, product type: lead. (B)(4).